Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device and lead is in process; the results will be forwarded when available.

Event description:
It was reported that the lead had low pacing impedance of 200 ohms and high scv impedance. The lead was explanted and replaced. When measured with an analyzer, the new lead's impedance was as expected. However, with the lead connected to the device, the pacing impedance was low, the svc impedance was high, and the r-wave was not detected. The device was explanted and replaced. With the new device, the measurements were as expected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. Outer tubing overlay cosmetic environmental stress cracking and outer insulation cosmetic depression. (B)(4): the device was analyzed and no anomalies were found. Correction: date of death to not applicable, patient outcome checked hospitalization.